Manufacturer narrative:
The device behavior reported by the complainant indicates an issue concerning the device's connection to the patient. However, the device and the pads cartridge have not yet been returned for evaluation. Results code ni was used above to indicate that further investigation is pending the return of the device. Without the unit and/or the pads cartridge used in the event, it is not yet possible to rule out a malfunction. However, based on the report, even if a malfunction occurred it did not contribute to the patient's outcome.

Event description:
The defibrillator continued to prompt the user to attach defibrillation pads. The patient did not survive. Although the device was used on the patient a physician present at the facility stated that it was not likely that the patient could have been saved.